Event description:
It was reported that a flogard infusion pump presented an f-67 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site by a field service technician. A review of the alarm log identified an occurrence of the f_67 alarm. Functional testing identified an f_67 alarm on power on. This confirmed the reported condition. The cause of the f_67 alarm was determined to be software failure. To correct the condition, the device was restarted. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.